Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: the last basal delivery was on 05/12/2015. The reported date from 4/2/2014 is overwritten and all ¿cs162¿ are associated with non-primed pump, no evidence of loss of prime is observed. The ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation, unable to duplicate ¿loss of prime¿ complaint.